Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly, sensor error and bent sensor cannula. Customer's blood glucose level was 61 mg/dl. Customer advised they received several sensor errors and they want a new lot of sensors. Customer advised one night when the sensor error alert was triggered they removed the sensor and realized the cannula was bent.